Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that while transporting a patient the device will intermittently report that the patient is asystolic when the patient is not.